Event description:
The customer reported that "the mp70 monitor alarm does not sound. The alarm sounds normally on the central monitor side". No emergent or adverse impact was reported.

Event description:
The customer reported that "the mp70 monitor alarm does not sound. The alarm sounds normally on the central monitor side". No emergent or adverse impact was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.